Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no damage to the device header and x-ray inspection did not reveal any anomalies. The device had no telemetry and tones were not emitted with magnet application. The device case was removed to perform internal inspection. The smell of an over-heated component was noticed during case removal. Internal visual inspection noted overstress damage to the internal power supply circuit. This damage resulted in a high current condition that caused the battery to deplete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had gone into cardiac arrest and external shocks were delivered. While in the hospital an attempt to interrogate this device was made however was not successful. Multiple programmers were used without success. A magnet was applied to the device in multiple locations and tones were not emitted from the device. This device was subsequently explanted and no additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.